Event description:
It was reported that patient was having an increase in seizures which lead to a hospital admission. This was reported to be due to the battery being depleted. Battery was reported to be at 5% battery life as of 9 months ago. Patient could not get battery replaced due to insurance reasons. Battery life calculation was performed in which the results did not align with the report of end of service. Please note that is likely that there was incomplete setting history used for the battery life calculation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been replaced due to battery depletion. The generator has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the explanted device was unable to be returned, likely indicating that it has been discarded. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.